Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of the intrinsic signal resulting pacing to be delivered when not required. Review of device data revealed that the amplitudes were noted to be low. This device remains in service. No adverse patient effects were reported.